Event description:
The healthcare professional reported that during a thrombectomy procedure, the markers on the 5mm x 37mm embotrap iii revascularization device (et307537 / 24h003av) were not clearly visible. No screen shots were saved. There was no report of any negative impact on the patient. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. Based on the additional information received on 03-feb-2026, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of damage on the outer cage including a broken strut. Visual inspection of the markers on the embotrap showed that 17 out of 21 markers were missing on the returned device. Minor damage was noted on the distal coil of the returned device. No evidence of damage or deformation was found on the inner channel and proximal coils and bonds. All makers are inspected during manufacturing; it is therefore unlikely that the device was shipped without markers present. A review of the manufacturing documentation associated with this lot (24h003av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip without resistance. The complaint report stated that the ¿marker of embotrap 3 was clearly not visible¿. As the returned device was found to have missing markers the complaint event is confirmed. It is unclear if the missing markers were noted before or after use. An attempt to recreate the damage by stretching the device in the model, however, the damage seen on the returned device could not be created. While the complaint event was confirmed, the root cause for this complaint could not be confirmed with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.